Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: at least four of the extension sites from this lot number don't work. On three of them only one side of y site IV extension tubing flushes but the other side does not flush at all, and on the other one none of the sides flush.

Event description:
It was reported that 4 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: at least four of the extension sites from this lot number don't work. On three of them only one side of y site IV extension tubing flushes but the other side does not flush at all, and on the other one none of the sides flush.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported that of the three product, only one side of y site IV extension tubing flushes but the other side does not flush at all, and for one product none of the sides flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.